Manufacturer narrative:
The events of lymphoma alcl suspected and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was lymphoma alcl suspected and seroma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side "discussed the possibility of alcl with the patient and sent serous fluid, capsule, and implant to hospital pathology for testing." Patient also presented with "a very large swollen breast." Healthcare professional later reported "pathology report back. Confirmed case of bia-alcl." Pathological markers were not provided. The device has been explanted.